Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the system was explanted.

Event description:
It was reported patient has been addressing pain and soreness at the ipg site. Patient did not address any falls. As such, patient is awaiting system explant of the scs system at a later time to address the issue of pain.

Manufacturer narrative:
Date of event is estimated.